Manufacturer narrative:
The returned device was evaluated. During inspection of the cannula, no bend or kink was observed, however it was noted that there was damage to the cannula to the extent of a puncture. This puncture would have retarded the flow of insulin to the subcutaneous tissue. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose reached 327mg/dl while wearing the pod on his arm for between 4 and 24 hours. It was also stated that the cannula appeared bent when the pod was removed. Ic ratio settings were changed on (B)(6) 2017 and insulin was suspended for 2 hours prior to the high bg. Treatment included changing the pod, giving a bolus, and water.